Event description:
A trilogy evo ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the positive and negative internal flow verification test. The machine flow sensor was replaced to address the issue. In addition, a life smell was confirmed on the following parts and were replaced: blower assembly, muffler assembly, cooling fan assembly. The following tubing was replaced: fio2 tubing, low flow o2 tubing and the blower chassis tubing. System pca, blower bellows seal, blower mount and inlet foam filter. The final test was performed, and it was confirmed that the unit worked properly.